Event description:
Possible deflation.

Event description:
Deflation/rupture of left saline breast implant. Removal and replacement of left implant with another brand due to hutchison ide status. Initial use of device unknown.